Manufacturer narrative:
(D10) concomitant devices: 300-30-10 - equinoxe preserve stem 10mm: (B)(6), 320-36-00 - 145-deg pe 36mm hum liner + 0: (B)(6), 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-08 - sm sup/post aug glenoid plate, right: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The following day, post-operative of a right rtsa, it was reported via clinical study that the patient experienced a tuberosity humeral fracture. Suspected that the patient sustained a greater tuberosity fracture during 2 syncopal episodes the day after surgery. No actions were taken on behalf of the patient, and the outcome of this event is considered resolved. The case report form indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.